Manufacturer narrative:
Additional information was received on october 26, 2022. In addition to the capsular contracture reported initially, the patient also experienced bilateral rupture. The issues were thought to have been possibly associated with a fall. Explant without replacement was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced symptoms of capsular contracture bilaterally post procedure. The right side was described as being hard, painful, riding and riding with the presence of knots. The left implant was described as the muscles pulling underneath while laying down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-00527 for contralateral prosthesis report.